Manufacturer narrative:
Device evaluated by MFR. : the wallstent uni 18 x 60mm x 75cm was received for analysis. The device was received with the stent in the correct position on the device. The investigator successfully deployed the stent without resistance or issue experienced. A microscopic examination found no damage or issues with the deployed stent. A visual and microscopic examination identified no damage or issues with the delivery system, shaft or tip of the device that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with an acute thrombosis. The 60% stenosed, 71.3mm in length target lesion was located in the mildly tortuous and non-calcified, 16.71mm in diameter left iliac vein. An 18 x 60mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, during the procedure, it was noted that the stent was unbraided in the distal part. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The patient presented with an acute thrombosis. The 60% stenosed, 71.3mm in length target lesion was located in the mildly tortuous and non-calcified, 16.71mm in diameter left iliac vein. An 18 x 60mm x 75cm wallstent-uni endoprosthesis was advanced for treatment. However, during the procedure, it was noted that the stent was unbraided in the distal part. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable.